Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir and infusion set had air bubbles. Customer stated that she put reservoir in the compartment and insulin came out of the tubing while there's air bubbles in the reservoir. Approximate size of air bubbles was big. Customer stated that she did not allow for insulin to warm to room temperature prior to filling reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.